Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
During a recent surgical procedure, it was reported that the subject device displayed an intermittent error message indicating "video recording failure. Please cycle power". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, "error message indicating intermittently "video recording failure. Please cycle power", could not be confirmed. Even though an endurance test was performed and the usb ports were tested with different storage media, no irregularities were found. Tc200 does work as designed. For that reason, the issue is caused by another device (usb storage media) which is not tested and released by karl storz. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. The event is filed under internal karl storz complaint ID: (B)(4).